Event description:
Pt presented with coronary disease; an ICD was implanted on 10/12/2004. On 03/08/2006 rw experienced a flurry of ICD shocks. The defibrillator was deactivated and the ICD was explanted.